Event description:
It was reported that this right ventricular (RV) lead was surgically abandoned due to high thresholds. It was noted the patient was dependent on RV pacing. This RV lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.